Event description:
It was reported that the patient current was suddenly being carried and a sense of numbness was often developed. The patient was concerned if there was any possibility that current suddenly rises on a temporary basis. It was noted that it often happens when the patient moves. Additional information received reported that the cause of the erratic stimulation/numbness was not determined. It was unknown when the issue started occurring. No device malfunction discovered. The issue had not been resolved.

Manufacturer narrative:
Product ID 37602, serial# (B)(4); product type implantable neurostimulator product ID 3387-40, lot# v051757; product type lead product ID 3387-40, lot# v040079; product type lead product ID 748251, serial# (B)(4); product type extension product ID 748251, serial# (B)(4); product type extension product ID 37602, serial# (B)(4); product type implantable neurostimulator. (B)(4).